Event description:
Patient with av fistula. Patient had statseal advanced plus disc placed after hd treatment on (B)(6) 2024. On (B)(6) 2024 gauze and tape used rn noted semicircular indentation from rim of statseal disc when removing dressing no skin breakdown noted. No medical intervention. Gauze and tape dressing used after indentations noted. Statseal was in place for 7 days. Transparent dressing with statseal disc under dressing. Unknown if patient took off dressing in-between hd visits. Patient co-morbidities. Esrd, htn, gilbert's syndrome, secondary hyperparathyroidism of renal origin, ibs, atrial fibrillation.